Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2013, a left hip revision was performed and it was noted there was gross loosening of the acetabular and femoral components and mechanical complications of the left total hip arthroplasty. It is further alleged that there was severe osteolysis about the acetabulum with evidence of pelvic discontinuity.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown #3 accolade stem. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding loosening involving a unknown accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no devices were received for evaluation. Medical records received and evaluation: not performed as insufficient medical records were received for review with a consulting clinician. Conclusions: the event was confirmed with the provided revision operative report; however, insufficient records were provided to determine the root cause.. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2013, a left hip revision was performed and it was noted there was gross loosening of the acetabular and femoral components and mechanical complications of the left total hip arthroplasty. It is further alleged that there was severe osteolysis about the acetabulum with evidence of pelvic discontinuity.